Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut but did not staple at the distal end. The surgeon hand sutured and used another like device to complete the procedure. There was no patient consequence.